Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging asthma. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, and blower seal. Hair-like particles were observed on the rear panel and bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation the manufacturer observed dust contamination are consistent with being from an external source. Manufacture was not able to confirm the complaint, or address the symptoms specified. Section d: device serviced by 3rdp, device avail. For eval and date returned has been updated. Section h: device eval. By mfg, evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.